Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was not in use, it would turn on by itself. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The investigation has determined that no further action is required regarding the case, as the authorized service provider (asp) was unable to contact the customer and gather additional information. The complaint file will be reopened should new information be received.